Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 4 days after inserting the cannula, a cuff air leak was observed. After that, the cannula was replaced. Since there was no problem with the cuff check before intubation, it is possible that the cuff was scratched during or after intubation. No patient harm/adverse event reported.

Manufacturer narrative:
D4 does not have the correct information to provide a full UDI. **UDI related data quality updates only**

Manufacturer narrative:
H3 and h6 evaluation codes: updated. Device evaluation: one used decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. The complaint could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be completed. No trend of similar customer complaints was identified.e1 reporter country